Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and when they inserted the dilator in the vizigo sheath, the physician felt a lot of resistance. When the dilator was removed, they noticed it was bent. The sheath was replaced and the issue was resolved. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, the shaft was inspected from the inside and the polytetrafluoroethylene (ptfe) from the inner walls of the vizigo sheath was found partially torn off the inner walls. This finding is MDR reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and borescope examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the dilator that was sent with the device was bent at the middle of the guide; no other damage or anomalies on the sheath and the dilator were detected. Afterward, the dilator was introduced, and unusual resistance was felt in several sections of the sheath. The shaft was inspected from the inside and the polytetrafluoroethylene (ptfe) from the inner walls of the vizigo sheath was found partially torn off the inner walls. A device history record was performed for the finished device batch number, and no internal actions were identified. The torn inner walls and the ptfe partial detachment could be related to the resistance with sheath issue and dilator damaged reported by the customer; therefore, the complaint was confirmed. The ptfe partial detachment could be related to the procedure while the catheter or needle was introduced and/or removed from the sheath using excessive force to advance. However, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).